Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/04/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection was performed using 12x magnification and it shows that the lens was torn in half and a loop was missing. The condition of the return sample do not suggest the damage was introduced during manufacturing. The customer's reported event of lens damage was confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not fully implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, not explanted. Incision enlargement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting a zxr00 23.0 diopter intraocular lens into the eye, the lens was damaged due to cartridge working improperly. The customer was not sure what the specific issue was with the cartridge, just knew that the cartridge did not work properly. The lens got damaged, and was torn in half as it passed through the cartridge. There was an incision enlargement, but no vitrectomy. No patient injury post-op. No further information was provided.